Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Blood glucose was not impacted. Reportedly, the customer was able to charge the pump with an alternate cable.